Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer to evaluate the dxc 700 au chemistry analyzer. Cts suggested that the customer replace the sample probe and buffer syringe. The customer replaced the sample probe and buffer syringe and no further issues were reported. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous sodium (na) and calcium (cala) patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data only for calcium results from two (2) patient samples.